Manufacturer narrative:
(B)(6). The patient was not adversely affected. The investigation could not determine a cause due to the limited information provided. The customer will not provide more information.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The unit of measure was not provided. The initial result was 507.7 and was reported outside the laboratory. Four days later, a doctor called the laboratory and asked about the result because it was not concordant with the patient. The laboratory repeated the same sample and the result was 137640. No information was provided to determine if the patient was adversely affected. The hcg+ss reagent lot number was 167584.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). No information was provided on the specific part number involved in this event.